Event description:
It was reported that the customer had high blood glucose levels of 413mg/dl. The customer treated with manual injections. The customer also mentioned having differences between their sensor glucose levels versus their blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.